Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer used a correction bolus via the pump and did not require assistance from a third party. The customer, desiring a pump replacement due to frequent occlusions, engaged in multiple troubleshooting attempts, which were exhausted without active resolution at the time of contact. Technical support advised the customer on steps to follow and sent a replacement pump, while advising the customer to continue using the current pump until the new one arrives.